Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain near the shoulder. When the patient presented in clinic, pocket hematoma was noted. The device was explanted in order to repair the damaged tissues, and then the device was put back to the pocket. The patient was stable after the procedure.